Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, the patient experienced hyperglycemia (no specific symptoms reported) and was hospitalized. At the hospital they took the measurements and the cgm reading was low and the bg reading was 560 mg/dl. The patient was treated with prednisone and insulin IV. At the time of the report the patient was fine. Although attempts to contact the patient for additional information on the length of stay at the hospital, contact was unsuccessful. It is unknown how long the patient was hospitalized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.